Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1715kl, unomedical, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists thirteen (13) boluses on the event date, 3/27/2024, listed below: 03/27/2024 05:50:01.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4 03/27/2024 08:00:42.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.1 squarebolusamountprogrammed = 3.2 bolusamountdelivered = 3.1 dualboluspart = normal part of a dual bolus 03/27/2024 08:45:01.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.1 squarebolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 dualboluspart = square part of a dual bolus 03/27/2024 11:19:28.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.8 squarebolusamountprogrammed = 6.5 bolusamountdelivered = 8.8 dualboluspart = normal part of a dual bolus 03/27/2024 11:36:20.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 03/27/2024 12:49:00.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.8 squarebolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 dualboluspart = square part of a dual bolus 03/27/2024 13:46:06.000 dualboluspartdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.2 squarebolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 dualboluspart = normal part of a dual bolus 03/27/2024 14:16:01.000 dualboluspartdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.2 squarebolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 dualboluspart = square part of a dual bolus 03/27/2024 15:08:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 12.9 bolusamountdelivered = 12.9 03/27/2024 16:15:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.8 bolusamountdelivered = 3.8 03/27/2024 18:19:18.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.8 squarebolusamountprogrammed = 5.8 bolusamountdelivered = 3.8 dualboluspart = normal part of a dual bolus 03/27/2024 19:34:00.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.8 squarebolusamountprogrammed = 5.8 bolusamountdelivered = 5.8 dualboluspart = square part of a dual bolus 03/27/2024 20:12:43.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4 please see below for the daily total of all insulin delivered on the event date, 3/27/2024: 03/28/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 03/27/2024 00:00:00.000 dailytotalofallinsulindelivered = 120.35 dailytotalofbasalinsulindelivered = 48.05 dailytotalofbolusinsulindelivered = 72.3. There were no auto suspend events on the event date, 3/27/2024. Please see below for the user suspend events on the event date, 3/27/2024: 03/27/2024 06:06:55 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.